Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability not achieved, implant wasn't completely covered with bone, thread tap used, peri-implantitis, inflammation, mobility (B)(6) are same patient).